Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This pacing system was removed due to a pocket infection. This is the information known at this time.